Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Troubleshooting was performed and the customer stated that the insulin pump was dropped. The customer confirmed that there was no damage to the retainer ring and out of box. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. Per visual inspection no moisture damage was noted, and all connectors were plugged in properly. Isolate to electronic assemblies. Force sensor zero offset within spec (23.4mv). Unit also received with cracked case (battery tube) and cracked battery tube threads. In conclusion unit received with unexpected flashing medtronic logo. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.